Manufacturer narrative:
Other, other text: b3: event date unknown. D4: UDI number unavailable. G5: 510k number unavailable. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited an error code 1870'. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found the device to be in good condition. The event history log found a record of error code 1870. Functional testing was performed. Upon review, the reported problem was unable to be duplicated. It was determined that there was possible the motor was defective, or the rotation detection sensor was defective. As a preventative measure the motor and rotation detection sensor were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. D3, g1,g2 email is: (B)(4).